Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure in which the lead was replaced.

Manufacturer narrative:
Update to block b3, b5, d4, e1 physician first name.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure in which the lead was replaced. Additional information was received that the patient felt the stimulation had changed and was not hitting the same area as before. The patient experienced less effect of stimulation due to the high impedances. The explanted lead will not be returned as it was retained by the hospital.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure in which the lead was replaced. Additional information was received that the patient felt the stimulation had changed and was not hitting the same area as before. The patient experienced less effect of stimulation due to the high impedances. The explanted lead will not be returned as it was retained by the hospital.